Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella cp was implanted in a 63-year-old female patient for mechanical circulatory support. It was reported that during impella support, an alarm of the impella in the aorta occurred. The patient become disoriented and flailed limbs which resulted in the impella cable getting caught around foot and the pump became pulled back to 65 centimeters. It was previously at 100 centimeters. The patient was taken to the cardiac catheterization laboratory to advance the pump back across the valve. There was no patient harm reported.